Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test or verify operating currents, compromised force sensor system and motor position encoder error alarm due to motor error alarms. Insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, broken belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system in the past. The customer was assisted with troubleshooting. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump was not dropped or bumped. The customer also mentioned that they ran their reservoirs completely empty and that they have also received motor errors. The drive support cap appeared normal. The customer had a blood glucose level of 133 mg/dl. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer was assisted with motor error troubleshooting. The customer stated that the insulin pump went through the body scanner at an airport. The customer was advised against this. The customer was able to complete pump rewind. The customer was dissatisfied during the call and the call dropped. The insulin pump will be returned for analysis.